Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for patient via phone call for diabetic ketoacidosis. Blood glucose was 481 mg/dl. Customer also reported that event was mild in nature and the patient recovered without sequela. Customer reported that at 08.05 ketone was 0.7 and blood glucose was 418 mg/dl, at 08.45 blood glucose was 443 mg/dl and ketone was 0.8, at 9.30 blood glucose was 369 mg/dl and ketone was 0.8, at 10.10 ketone was 0.3 and blood glucose was 273 mg/dl. Customer reported that patient was monitored until ketones and blood glucose were below 300 and ketone below 0.6. Customer reported that infusion set change led to improvement of blood sugar so possibly device related. The insulin pump will not be returned for the analysis.